Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reported some bleeding at site of insertion. Patient did not report further injury or any medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).